Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that while performing a revision surgery to exchange the poly to rule out infection, the surgeon went to dislocate the hip and the polarstem stem standard 3 cemented pulled right out. It is unknown if the extracted poly is a sn device. The outcome of the patient was not reported.

Manufacturer narrative:
Case-(B)(4). B4: event description updated.

Event description:
It was reported that, after a tha had been performed on an unspecified date, the patient experienced a suspected infection. A revision surgery was performed to confirm/rule out the infection on (B)(6) 2021. Upon dislocation of the hip, the polarstem stem standard 3 cemented pulled right out. The stem and femoral head were explanted; it is unknown if the liner was explanted at the end, and so is its brand. The outcome of the patient was not reported.

Manufacturer narrative:
It was reported that, after a tha had been performed on an unspecified date, the patient experienced a suspected infection. A revision surgery was performed to confirm / rule out the infection on (B)(6) 2021. Upon dislocation of the hip, the polarstem stem standard 3 cemented pulled right out. The device, used in treatment, was not returned for evaluation. Only a picture was provided which confirms that the stem was explanted. However, based on the available information, the relationship between the reported event and the device cannot be confirmed. The production documentation as well as a batch specific complaint history review could not be performed, since no batch number was communicated. According to IFU lit. No. 12.23, ed. 03/21, loosening of implant not related to bone-ingrowth is listed among potential medical device problems. The risk is in line with the current risk management file. Review of past corrective actions was performed. No further escalation is required. A medical investigation could no be performed, since the provided picture does not aid the investigation. The root cause of this issue cannot be determined. However, further investigations have shown, that the reported loosening might be related to the bone cement rather than the implant. To date, further investigations are not deemed necessary. Should the device be returned or any other information become available, this complaint will be reopened. Smith and nephew will monitor this device for further similar issues.